Manufacturer narrative:
Multiple follow-ups were conducted to obtain additional information and to retrieve reported product; however, there was no response. Once the evaluation is completed or new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that an inclusive mini implant failed to osseointegrate. The implant was extracted a month after it was placed in tooth # 8. There was no known consequence or impact to the patient.

Manufacturer narrative:
UDI information was provided. Multiple follow-ups were conducted to obtain additional information and to retrieve reported product; however without success. The device was not returned; therefore, an analysis of the device could not be performed. A lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. The root cause cannot be explicitly determined, since the complaint part (implant) was not returned for investigation. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." Should the device be received at a later date the complaint will be reopened to investigate and a supplemental report will follow. This event will be tracked and trended.